Manufacturer narrative:
Per tandem user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. Reportedly, the transmitter was in use past 6 months. The customer was instructed to purchase a new transmitter. No additional patient or event information was available.